Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a tear in the pulmonary artery (pa) occurred when the lung was inflated, leading to bleeding and necessitating a conversion to a thoracotomy. The situation was further complicated by the expansion of both lungs, with one lung not inflating adequately, requiring inflation approximately every 15 minutes. Approximately 150 ml of blood was lost. Temporary hemostasis was achieved by the assistant using an instrument to apply compression. Once the patient's condition stabilized, the procedure was converted to a thoracotomy. Details regarding the resolution of the pulmonary artery tear remain unknown. The procedure was completed. The patient did not experience any post-operative complications and there is no concern about this event causing any long-term complications with the patient.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.